Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The foot switch was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system kept failing. No pt injury was reported.